Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was recurrent pelvic prolapse, voiding dysfunction, and stress incontinence. The procedure performed was a transvaginal urethrolysis with anterior colporrhaphy, sacrospinous ligament fixation, and pubovaginal sling. The patient underwent an additional procedure on (B)(6) 2005. The preoperative and postoperative diagnosis was pelvic relaxation syndrome with uterine prolapse and vaginal prolapse. The procedure performed was a total abdominal hysterectomy, bilateral salpingo-oophorectomy, and abdominal sacral colpopexy (vaginal wall suspension).